Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder scope procedure the metal part of the tip of the vapr tripolar90 suction electrode came off. All fragments were successfully retrieved. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during a shoulder scope procedure the metal part of the tip of the vapr tripolar90 suction electrode came off. All fragments were successfully retrieved. The device was received and evaluated. Visual inspection revealed that the metal plate on the active tip is not attached. The piece was not returned. The electrode is in normal condition, any anomalies on the device could be observed. The cable is broken. Finally, suction tube shows saline and blood residues. The device was sent to supplier for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The device active tip is in a used condition. The cut return cap has become detached from the ceramic and it has not been returned for evaluation. No clear signs of epotek remaining on the ceramic or active return wire. Finally, no visible signs that shaft had experienced excess loads. The electrical and functional test was not performed due to device plug being removed. Supplier summary: the device has been returned with the cut return cap detached from the ceramic. The cut return cap was not returned. There is no damage or clear evidence of the device being subjected to excess forces. Inspection of the ceramic reveals no obvious signs of glue remaining on the ceramic or around the cut return wire. From our investigation we have been unable to determine the potential cause of the reported failure as the return cap was not returned for investigation. There was little evidence of glue on the ceramic which could indicate the missed operation however without being able to inspect the return cap for the presence of glue we cannot determine that an insufficient amount of glue was used and based on the evidence available we are we unable to attribute another cause of the defect. A DHR review has been performed; no issues with the manufacturing process have been identified in the lot number (u2004088). At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.